Event description:
It was reported while using bd intima-ii¿ prn y adapter the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2023 due to left hip swelling and pain and limited mobility for 4 hours due to an accidental fall. On the morning of april 10, an intravenous indwelling needle was placed in the ward. In the afternoon, the patient was sent to the operating room for internal fixation of the left femoral fracture. He returned to the ward at 22 o'clock after the operation. The right indwelling needle was fixed unobstructed, and the infusion therapy continued. At 3 o'clock in the morning, the room patrol found that the middle of the indwelling needle tube was broken, and one end was bleeding.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2291982. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ prn y adapter the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2023 due to left hip swelling and pain and limited mobility for 4 hours due to an accidental fall. On the morning of april 10, an intravenous indwelling needle was placed in the ward. In the afternoon, the patient was sent to the operating room for internal fixation of the left femoral fracture. He returned to the ward at 22 o'clock after the operation. The right indwelling needle was fixed unobstructed, and the infusion therapy continued. At 3 o'clock in the morning, the room patrol found that the middle of the indwelling needle tube was broken, and one end was bleeding.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.